Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available forthe initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (u2004090), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in austria that during an unknown procedure on (B)(6)2020, it was observed that the suction on the vapr coolpulse90 electrode did not work. It was unknown if there was a delay in the procedure. However, the procedure was completed successfully with a readily available device with a different lot number. There were no adverse patient consequences. There was no additional intervention required. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that the suction did not work with the vapr coolpulse90 electrode. No patient consequences. No surgical delay. The devices were discarded. Additional information provided by the affiliate reported a surgical delay did not occur and the case was completed with a readily available device with a different lot number.